Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to erroneously elevated accutni results generated on the access 2 immunoassay system for eleven pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury. This report refers to pt number seven.

Manufacturer narrative:
Service was not dispatched for this event. The quality control (qc) data for (B)(6) 2008 provided by the customer was reviewed. This review did not indicate any abnormalities and all info was within specification. The system checks data that was performed on (B)(6) 2008 was reviewed and it was within instrument specifications. Following this event, bci sent a new reagent lot to the customer to conduct correlation studies at the user site. Pt correlation studies were performed by the customer and the results were within expected range for all products. No definitive root cause can be determined for this event. This is seven of the eleven separate MDR reports related to eleven pts event associated with a single malfunction report. Reference MDR numbers 2122870-2011-01485, 2122870-2011-01486, 2122870-2011-01487, 2122870-2011-01488, 2122870-2011-01489, 2122870-2011-01490, 2122870-2011-01492, 2122870-2011-01493, 2122870-2011-01494, 2122870-2011-01495 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.